Event description:
Per the clinic, the device was explanted (date not reported) for unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on february 19, 2024, was filed inadvertently. Adverse event is not related to cochlear device.